Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This case is from the health authority. It was reported that during the unknown surgery when severing unknown tissue, after fired, noted some staples malformed. Take it out immediately. Changed to the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.